Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to erosion around the urethra. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to erosion around the urethra. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned components underwent a thorough analysis. Examination of the cuff found no abnormalities or leaks present. The balloon underwent inspection and there were no abnormalities or leaks identified and the component performed within product specifications. The pump was inspected and there were no damages or abnormalities found. Based on the information available the analysis did not find any product malfunction; however, the reported event of erosion is a known adverse event within the product labeling. A conclusion of known inherent risk of device was chosen.